Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd employee discovered stopper had color variation and molding defect with a bd tube urin plc 16x100 10.0 ua yel

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a molding defect/ stopper discoloration with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd employee discovered stopper had color variation and molding defect with a bd tube urin plc 16x100 10.0 ua yel